Event description:
It was originally reported the patient had telemetry issues. It was noted the patient had not had stimulation for over four months. It was reported the time since last recharge session was unknown. It was reported the manufacturer representative was in the middle of the third physician mode recharge (pmr). It was noted the first two pmr attempts were unsuccessful. It was reported the patient may have had a prior overdischarge. The company representative reported on (B)(6)-2013 that an overdischarge was not confirmed but additional information given stated that the cause of the overdischarge was patient non-compliance. The patient experienced loss of therapy. After a pmr was performed the patient was instructed to go home and charge normally. The patient was contacted the next day and she reported that she was very sick and would have to charge later. After several daily calls and attempts to have her charge at home, she reported that she would call back later. Two weeks later her device would not charge normally. Another pmr was currently being worked on. The outcome was noted as ongoing. The company representative later reported on (B)(6) 2013 that three consecutive pmrs were attempted with no power on reset (por) in the doctor¿s office. The doctor decided along with the patient that the rechargeable ins was going to be replaced with a non-rechargeable ins. The patient did not do a very good job of keeping the ins recharged.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) pocket in the patient¿s left buttocks was deep making coupling very challenging. The battery tilted and was very uncomfortable when the patient leaned against seat backs. It was noted the area was very tender. Recovery of the battery was attempted but the patient complained of discomfort in the pocket site and the recovery was stopped after 10 minutes. The patient refused to attempt another overdischarge recovery due to tenderness. The patient requested replacement with a primary cell device and relocation above the belt line. The replacement/pocket relocation surgery was scheduled for (B)(6) 2014.

Event description:
Additional information received reported that the manufacturer's representative called the patient on (B)(6) to follow-up again. It was noted that the patient missed the adaptive stim technology. It was noted, however, that the patient felt better than she had felt in a long time. Additional information received on the same day reported that the patient was doing well with the new pocket location being much more comfortable. It was noted that the paresthesia improved with the new implantable pulse generator (ipg). It was noted that the patient was getting some back pain relief as well as leg/feet neuropathy relief. Pocket discomfort was greatly reduced, and surgical pain had subsided. It was noted that the patient was very pleased with the results. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
.

Event description:
Additional information received reported that on (B)(6), the doctor removed the implantable pulse generator (ipg) from the pocket in her right low buttock and unscrewed the screws. A new pocket was made approximately 6 inches superior to the old site in the right flank and the leads were passed from the old pocket to the new pocket. It was noted that the ipg was replaced with another. The old leads were connected and secured with the torque wrench screwdriver. It was noted that during the post operative programming, the patient was able to feel stimulation bilaterally from feet to thighs. It was noted that they had never been able to stimulate the low back in areas to produce therapeutic paresthesia. It was noted that this was the case when the patient underwent the trial in 2012 prior to implant. It was noted that the patient was able to communicate with the ipg using the programmer and antenna. It was noted that the patient had a follow-up visit on "(B)(6) 2014." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).